Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) and certain® bellatek® titanium abutment 5.0mm (iedat5) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damages identified. Also, an associated products iilaw5 and unk lb abutment have not been returned. However, these item are listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted for these items. Functional testing was performed for the returned products with an in-house stock device and screw has no damage and threads as intended. However, functional testing can not be performed on "loosening" because the event can not be recreated on a single use item. There is also no sign of damage that would contribute to loosening. Functional testing was performed on the abutment and seated as intended. No seating malfunction. No damage. No pre-existing conditions were noted on the per. The reported device was located on tooth #30 and was used for approximately 2 years 8 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable for the loosening however is unconfirmed for the seating and damage. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw loosened (was torqued at placement) at tooth location 30. Unscrewed and removed. Tried to replace with a new screw. The abutment would not seat positively. Went down but no retention with hex as if abutment was damaged. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.